Event description:
It was reported that during lap cholecystectomy procedure, the device clips were not formed properly and would not form on tissue during surgery. Another device was used to complete the case. No patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.